Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code active exhalation failure in the device¿s event log. The manufacturer¿s service technician replaced the device's proportional valve and three-way valve to address the active exhalation failure issue. After replacing the parts, the manufacturer¿s service technician performed the active exhalation verification test step, and it failed on the device. The manufacturer¿s service technician evaluated and determined the in-line filter had caused the active exhalation verification test step to fail on the device. The manufacturer¿s service technician replaced the in-line filter to address the failed active exhalation verification test step issue. After the parts were replaced, the manufacturer¿s service technician performed the final test on the device. The device passed the test.